Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for a routine pulse generator change procedure. During the procedure, an alert for high and out of range high voltage impedance was noted on the patient's right ventricular lead. Programming changes were made on (B)(6) 2021 which reverted the impedance to normal range. The patient was discharged post-procedure.